Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was inspected prior to use with no issue. The instrument did not collide with any other instruments or hard material during the procedure. All fragments were retrieved using laparoscopy during the same procedure. No additional surgical procedure was required to remove the instrument. The customer stated that no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragment will not be returned to isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar (fb) instrument was analyzed and found to have a broken molded insulator. The damage was located at the grip base. A piece measuring approximately 0.670" x 0.184" was found to be broken and not returned with the instrument. There was no damage to the conductor wire, although it was exposed due to the breakage. The instrument failed the electric continuity test. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a force bipolar (fb) instrument was broken. Fragments fell into the patient¿s anatomy. The fragments were retrieved during the same procedure. The customer used a backup fb instrument to continue with the procedure. The procedure was being completed as planned. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.